Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the dirt on the objective lens, the cause could not be established, and for the no image, the cause was due to a damaged charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic broncho fiber videoscope exhibited dirt on the objective lens and no image. There was no patient involvement.